Event description:
Severe pain [pain], elevated wbc in knee aspirate [synovial fluid white blood cells positive], elevated crp in knee aspirate [c-reactive protein increased], swelling of knee [joint swelling], aspiration (knee joint) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding an unk pt. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml. The synvisc lot number was not provided. On an unspecified date, after the injection, the pt had swelling of the knee with elevated wbc and crp in the aspirate. The aspiration revealed no bacterial infection. The action taken with synvisc treatment was not provided. The outcome for the event of elevated wbc in knee aspirate, elevated crp in knee aspirate and aspiration (knee joint) was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc and all the events was not provided by the reporting physician. Add'l info was received on (B)(4) 2012, from a physician regarding a male pt, (B)(6). The pt experienced severe pain as a result of which arthroscopy was performed and pt had two washouts and two hospitalizations. The pt had infected knee ((B)(6)) and was hospitalized for 10 days for lavage and two antibiotics. The infected knee was slow to resolve but finally resolved. The outcome for the event of severe pain was not provided. The intensity for the event of severe pain was severe and for the event of infected knee was not provided. The reporting physician assessed the relationship between synvisc and the events of infected knee ((B)(6)) and severe pain as probable.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.